Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was experiencing undesired stimulation. The patient underwent an ipg explant procedure. The explanted ipg will not be returned as it was disposed by the medical facility.